Event description:
It was reported that during an unknown procedure the plastic safety cap was broken when they tried to remove it. No patient consequences reported when this complaint event occurred.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch #728c83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage and fully loaded with staples with the swing tab in the locked position. Also, the reload was received with the both gripping surface broken making the reload nonfunctional and it was not returned analysis. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 728c83, and no non-conformances were identified. The lot#765c70 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.